Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty advancing and stent damage occurred. A 24 x 3.00 promus premier select was used but was unable to advance through the catheter and a guide catheter extension. The device was removed and it was noticed that the stent struts were bent. It was indicated that the damage had occurred while advancing through the catheter and guide catheter extension. The stent did not come into contact with the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that difficulty advancing and stent damage occurred. A 24 x 3.00 promus premier select was used but was unable to advance through the catheter and a guide catheter extension. The device was removed and it was noticed that the stent struts were bent. It was indicated that the damage had occurred while advancing through the catheter and guide catheter extension. The stent did not come into contact with the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the stent found that the stent was damaged on the 1st distal stent strut row, with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between this returned stent and the guideliner. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer extrusion and mid-shaft section and visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.